Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 200 ohms in the right ventricular (rv) channel. Additionally, a defibrillation threshold (dft) test was performed, and it failed; therefore, the patient required external cardioversion. The patient was noted to be on medication. This rv lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.